Event description:
It was reported that during a procedure, the tip of the ambient super multivac 50 wand came off and got lost inside the hip joint space of the patient. Pieces were not removed from the patient. The procedure was completed using a smith and nephew back up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the instrument is not manufactured or intended for long-term tissue contact or implantation; therefore, implantation data is not readily available for this device fragment. A clinical root cause could not be determined; however, a user technique/variance cannot be ruled out as a possible contributing factor to the reported event. The IFU warns not to use for mechanical displacement of tissues or in excess of 5 minutes active ablation time as may result in electrode failure or reduced life expectancy. The patient impact included the greater-than-30-minute surgical delay and the retained foreign body/wand tip which ¿came off and got lost inside the hip joint space¿. Further impact could not be determined; however, as micro-motion or movement cannot be predicted, there is a potential risk for corrosion, tissue inflammation and/or pain. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.